Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the adhesive damage at the distal end is traced to component failure due to stress and wear. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the repair center for an annual maintenance with no complaint reported. However, during the device analysis the adhesive around the distal end objective lens has wear. In addition, the adhesive around the distal end (z-block) has a chip. There was no patient involvement reported.